Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an oversensing on p wave was noted on this right ventricular (rv) lead. Several episodes where noted and some were delivery of shocks to the patient. An increase of 0.5 volts was noted on the r wave specifically from 1.5-2.0 volts. A boston scientific technical services (ts) discussed that oversensing would depend on the position of the patient based on the single print out of episode. The print out also did not show that the p wave gave rise to the oversensed rv event. In addition, ts also asked additional troubleshooting questions. Furthermore, the disk analysis showed that there was a significant p wave amplitude and was quite consistent with a trend data. The maximum amplitude detected was 0.79mv. The oversensing was not consistent. This event may have been due to the p-wave far field signal close to the rv floor automatic gain control (agc) value. The ts discussed possible solution to the issue. The physician also observed that the r wave amplitude was very low. The field representative would want to confirm if there would be a chance of undersensing if agc will be increased. Ts discussed that the risk on undersensing would be present . Additional troubleshooting steps were given by the ts to resolve the issue. No adverse patient effects were reported. The lead and the device remain in service.

Event description:
Additional information received that there was no known information that oversensing resulted to pacing inhibition. No intervention was performed for the event. Furthermore, the field representative confirmed that the patient was in severe condition and was suffering with endocarditis. Discussions were made on removing the implantable cardioverter defibrillator (ICD) and the leads or abandon the treatment. With the physician¿s point of view, the ICD was not involved with the patient condition. No adverse patient effects were reported. The device and leads remain in service.